Manufacturer narrative:
A ge service representative performed an on site investigation. The x-ray tube was replaced and a filament calibration was performed. The maximum dose rate was set to 9.26 r/min and 17.72 r/min in hlf. A high voltage arc test was performed. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported an intermittent overload fault error message. This error causes the system to shut down. This resulted in an intermittent, recoverable loss of imaging functionality. There is no report of injury or death associated with this event.